Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the front panel light emitting diodes (leds) did not light up. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The returned device was tested and inspected; the front panel control buttons were verified to function as intended and all led's functioned as intended. Additional evaluation findings are as follows: 1.) The slider switch was found worn, causing the high intensity led mode to function intermittently; 2.) Lens base noted cracked; 3.) Top cover, front panel and chassis noted rusted; 4.) Front panel mouth damaged; 5.) Olympus lamp life meter over 500+ hours. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.